Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing dizziness and dyspnea upon exertion. It was also reported that the right atrial (ra) lead was not capturing. The ra lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing dizziness, weakness and dyspnea upon exertion. It was also reported that the right ventricular (rv) lead was not capturing. The rv lead was explanted. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Right atrial (ra) lead issues captured in FDA regulatory report number: 2649622-2019-00131. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the observed issues were noted on the right atrial (ra) lead and not the rv lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing dizziness, weakness and dyspnea upon exertion. It was also reported that the right ventricular (rv) lead was not capturing. The rv lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.